Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the device was not detected on the bus due to a connectivity issue. A field service engineer replaced both cables going to the tower and auxiliary cabinet, the communication sled, and the retractor bands on auxiliary drawers 1 , 2, and 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the auxiliary drawers were not detected on the bus when users tried to retrieve the medication. The customer stated that this issue delayed medication dispensing to patients and the user was unaware of the duration of the delay. There were no adverse events or injuries reported based on this incident.